Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI# is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as lot number was not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the eye, the surgeon found tiny fragment which she pinched it out. It was indicated that the patient did not react / show any problem. The surgeon experienced the same situation twice in different hospitals with two different lenses in two weeks. The surgeon thinks the fragment is from the cartridge and not the iol as they checked the lens before loading it into the cartridge and the lens was clear from fragment. No additional information was provided. This report pertains to the first reported incident. A separate report will be submitted for the second incident.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The original lens case was received with the ¿tiny fragment¿ described as a ¿silk-like substance¿ seated in the lens insert. The complaint event was confirmed, however since the lens case was opened and handled by the customer, how and when this foreign material was introduced cannot be confirmed. The lens case was sent to an external lab for evaluation. A summary of the results is as follows: ftir analysis indicates the material is consistent with polypropylene by comparison with a reference from the eag spectrum library. Specifically, the peaks at: 2951, 2917, 2871, 2837, 1457, 1376, 1167, 997, 973, 899, 841 and 808 cm-1 overlap with the polypropylene reference, supporting the proposed assignment. The results of the external investigation were then reviewed by the manufacturing site subject matter expert and the following information was provided: based on the description of the foreign material and the evaluation performed, the device cartridge is the potential source of the foreign material. Investigation request was opened for the 1mtec30 cartridge, but the used cartridge sample was not returned for evaluation. Although the foreign material has a correlation with the coated cartridge material, we cannot confirm if the foreign material came from the cartridge because the cartridge sample was not returned for evaluation. The manufacturing process has controls to identify and discard units with ¿foreign material¿. Based on the manufacturing controls in-place and the evaluation of the foreign material, the reported complaint cannot be confirmed as manufacturing process related. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer''s reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown; an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.